Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etlw1613c93ej serial number unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm.  Etbf2313c145ej implanted on the right main and etlw1613c93ej implanted on the left contralateral side.   Approx. 8 years post implant, follow up imaging showed a suspected type ib or type ii endoleak with aneurysm expansion. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be m onitored.

Manufacturer narrative:
B5: additional information received: it was confirmed that the suspected type lb endoleak was observed on etbf2313c145ej. Intervention was performed when coil embolization of the internal iliac artery was performed and the limb was extended to the external iliac artery with a non-medtronic stent graft product analysis conclusion; the reported type ib endoleak was confirmed on the films provided; however, the exact cause of the event could not be determined. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and lack of angiogram during contrast injection did not allow for a more comprehensive determination of the endoleak source/cause. It is possible that aneurysm morphology changes over the 8 years of implantation of the device may have been a factor in the observed endoleak. It is also possible that a type ii endoleak related to the collateral vessel observed may have contributed to the reported aneurysm expansion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.